Manufacturer narrative:
(B)(4). The ventilator was evaluated by a non-medtronic service provider and it found that the ventilator was not working on battery, the battery was crosschecked with a working ventilator and it was found to be faulty and needs to be replaced. Medtronic was not authorized to service the ventilator.

Event description:
No patient harm was reported.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was reported that the ventilator generated a battery error message. Although requested, patient involvement information has not been provided by the customer.